Event description:
It was reported that pump screen was frozen and touchscreen did not respond, so customer was unable to interact with pump. There was no adverse impact to the customer¿s blood glucose level. Customer attempted pump reset but was still unable to use screen, then switched to multiple daily injections.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.